Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). A visual inspection was performed on the returned device. The core separation and physical property issue was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. Investigation is not yet complete. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a lesion in the left diagonal artery at the bifurcation. The versaturn guide wire (gw) was placed across the main branch of the bifurcation and predilatation was performed using kissing balloon technique (kbt). During retraction of the versaturn gw, the tip was observed to be broken and frayed. The versaturn gw was replaced with another guide wire. A non abbott stent was used to complete the procedure. There was no reported clinically significant delay in the procedure. There was no adverse patient effect. No additional information was provided.